Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 2/18/2025: the patient reported to have developed cold symptoms. On (B)(6) 2024, the patient was seen at the emergency room and tested positive for covid. The patient was given a five-day paxlovid, and the symptoms resolved after two weeks. This updated event has been indicated as unrelated to the procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a clindex notification was received indicating that a patient had worsening right knee stiffness. The patient reported that the knee was extremely stiff and hard to bend for the first three days after the injection. The injection started on (B)(6) 2024 and ended on (B)(6) 2024. Additional information received on 1/17/2025: the patient has reported right heel tenderness when walking. On (B)(6) 2024, the patient stopped treatments. The patient reported intermittent calf cramps in the right left. If the issue continues, the patient will see the physician for an evaluation. The patient was prescribed medication. This updated event has been indicated as unrelated to the procedure on (B)(6) 2024. Additional information received on 1/28/2025: the patient experienced worsening right knee stiffness for three days after the injections. On (B)(6)2024, the patient notified the clinic that the knee stiffness had returned the day after the tenth-day visit. This updated event has been indicated as related to the injections.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.